Manufacturer narrative:
Patient identifier and date of event: sid (B)(4): (B)(6) 2021, sid (B)(4): (B)(6) 2021. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer provided data from (B)(4)alinity c magnesium results that were generated across multiple analyzers from 06dec2021 to 12dec2021. The customer observed a falsely elevated magnesium result generated on an alinity c processing module for two patients. Sid (B)(4) initial result = 1.02 mmol/l, repeat result = 0.52 mmol/l. The sample was repeated on another alinity c analyzer, (B)(4), generating results = 0.53 mmol/l and 0.54 mmol/l. Sid (B)(4) initial result = 0.68 mmol/l, repeat result = 0.49 mmol/l. The sample was repeated on two other alinity c analyzers generating results = 0.49 mmol/l and 1.06 mmol/l on (B)(4) and 0.49 mmol/l, 0.5 mmol/l, and 0.51 mmol/l on (B)(4). There was no impact to patient management reported.

Event description:
The customer provided data from 2866 alinity c magnesium results that were generated across multiple analyzers from 06dec2021 to 12dec2021. The customer observed a falsely elevated magnesium result generated on an alinity c processing module for two patients. Sid (B)(6) initial result = 1.02 mmol/l, repeat result = 0.52 mmol/l. The sample was repeated on another alinity c analyzer, ac01692, generating results = 0.53 mmol/l and 0.54 mmol/l. Sid (B)(6) initial result = 0.68 mmol/l, repeat result = 0.49 mmol/l. The sample was repeated on two other alinity c analyzers generating results = 0.49 mmol/l and 1.06 mmol/l on ac03519 and 0.49 mmol/l, 0.5 mmol/l, and 0.51 mmol/l on ac01692. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier and date of event: sid (B)(6): (B)(6) 2021, sid (B)(6): (B)(6) 2021. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause list/lot number and the complaint issue. The overall performance of alinity c magnesium was reviewed using field data from customers worldwide and suggests that the product is performing acceptably. Also review of the data associated with reagent lot 27374ud00, indicates the patient median is within the established limits. Therefore, no unusual reagent lot performance was identified with reagent lot 27374ud00. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c magnesium reagent for lot 27374ud00 was identified.corrected information in g1: contact office first name, contact office last name, contact office address 1, contact office address 2, contact office city, contact office country, contact office postal code, contact office phone number, contact office fax number, contact office e-mail.